Event description:
It was reported that the right atrial (ra) lead had high thresholds and was unable to capture. Undersensing was also noted and it was reported that the "electrogram looks noisy." The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: mcs-p3-31-aoa transcatheter aortic valve, implanted: (B)(6) 2014. (B)(4).